Manufacturer narrative:
The fighter was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe returned a good geometry and good divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. B5) for information regarding the first, second and third damaged instruments please refer to manufacturer report # 1723170-2018-04924, #1723170-2018-04925 and #1723170-2018-04927, respectively. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 4 damaged instruments. It was unknown if they could be verified or not. There was no patient present when this issue was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.